Event description:
The customer reported fluid leaked at the anti-siphon valve engagement during an infusion of ativan 0.25 ml in 2.5 ml over 5 minutes. Within one minute of starting the infusion, the syringe module alarmed for occlusion. The line was flush without difficulty; however, when the infusion was restarted; the device alarmed for occlusion. While evaluating the pump and IV set, fluid was seen leaking from the connector onto the floor. The set was changed and there was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the anti-siphon valve was confirmed. Visual inspection showed no anomalies. Functional testing resulted in a leak at the engagement between the bottom of the anti-siphon valve and the tubing sleeve. The root cause of the leaking was identified as excessive pressure being exerted during the push of the fluid.

Manufacturer narrative:
Concomitant product(s): 100ml baxter bag ndc 0338-0049-48, lot p350827, exp dec 2017. 0.9% sodium chloride injection and a 3ml bd syringe; therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak at the anti-siphon valve of an extension set noted during an infusion of ativan when the nurse responded to an occlusion alarm. The ativan was 0.25 ml diluted in 2.5 ml and set to run in a syringe pump over 5 minutes. It was noted the nurse was able to flush the line and did not notice any kinks or other causes for the occlusion alarm that persisted. The nurse then noticed the connector was leaking and there was fluid on the floor. The line was changed and there was no patient harm.